Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after an intraocular lens was implanted the patient experienced blurred vision. The lens was exchanged for a different lens in a secondary procedure seven months post implantation. The clinical reason for the explant was poor iol centration. Additional information was requested.